Manufacturer narrative:
It was reported that "there is a broken hinge that keeps the knee locked at zero. The lock won't stay locked at zero, but it will lock at other angles. I think the gears at the zero mark are broken so it won't hold the brace in the locked position. No injury caused by this malfunction". The brace has not been returned for evaluation. The root cause of the complaint is damaged component based on other devices that have been evaluated. The devices lock button failed during manufacturing testing confirmed to be the same malfunction found in report number 9616086-2023-00007. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that "there is a broken hinge that keeps the knee locked at zero. The lock won't stay locked at zero, but it will lock at other angles. I think the gears at the zero mark are broken so it won't hold the brace in the locked position."